Event description:
A peritoneal dialysis (pd) patient reported being hospitalized (date not provided) and diagnosed with peritonitis. Additionally, it was reported the patient¿s pd catheter (not a fresenius product) was removed. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) stated the patient presented to the outpatient home dialysis clinic on 25/jan/2024 with complaints of abdominal pain, drain complications and cloudy peritoneal effluent fluid. The patient was sent to the emergency room where a peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics (drug, dose, duration, frequency unavailable), however shortly after starting antibiotics the patient¿s pd catheter (not a fresenius product) stopped working. While hospitalized the nephrologist ordered the removal of the patient¿s pd catheter, while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient¿s peritoneal effluent culture result is unknown, however the pdrn stated the patient¿s antibiotic regimen will be completed intravenously (IV). The patient was transitioned to hd temporarily while her abdomen heals, and will return to ccpd therapy as she does not like incenter hd. The patient was discharged home on 16/feb/2024 in stable condition. The pdrn reported the cause of the patient¿s peritonitis remains unknown; however, there was no concern a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized (date not provided) and diagnosed with peritonitis. Additionally, it was reported the patient¿s pd catheter (not a fresenius product) was removed. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) stated the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain, drain complications and cloudy peritoneal effluent fluid. The patient was sent to the emergency room where a peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics (drug, dose, duration, frequency unavailable), however shortly after starting antibiotics the patient¿s pd catheter (not a fresenius product) stopped working. While hospitalized the nephrologist ordered the removal of the patient¿s pd catheter, while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient¿s peritoneal effluent culture result is unknown, however the pdrn stated the patient¿s antibiotic regimen will be completed intravenously (IV). The patient was transitioned to hd temporarily while her abdomen heals, and will return to ccpd therapy as she does not like incenter hd. The patient was discharged home on (B)(6) 2024 in stable condition. The pdrn reported the cause of the patient¿s peritonitis remains unknown; however, there was no concern a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by drain complications, abdominal pain, and cloudy peritoneal effluent fluid), which required hospitalization, antibiotic therapy, and the temporary transition of modality to incenter hd. The pdrn reported the cause of the patient¿s peritonitis remains unknown; however, there was no concern a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.